Event description:
Device 1 of 2. Ref MFR report - 1627487-2013-23323. It was reported the pt experiences discomfort the lead site. The pt also experiences a sharp stabbing pain sensation when stimulation is on. The pt will undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.